Event description:
During robotic ralp surgery (prostate), after finishing the vesicourethral anastomosis the suture broke free from the needle and fell into the surgical site. The needle was retrieved without further incident. No injury or delay reported.

Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, sterilization, in-process, or final inspection process. The sample will be re-sterilized and returned for evaluation. A follow-up report will be submitted with the evaluation results. Pdo suture material can change color, become brittle; break easily if exposed more than the recommended time for this type of material. Surgical specialties documents the exposure time throughout the inspection and manufacturing processes to prevent over-exposure prior to packaging the devices. The exposure time for the reported lots were reviewed and meet all requirements. The suture breaking near the attachment most likely resulted from the interaction of specific procedural related stress in contrast to the suture strength or the devices are being grasped near the swaged end of the needle, damaging the suture, allowing it to break away from the needle component. The ¿precautions¿ section in the IFU for the barbed pdo devices states, ¿avoid crushing or crimping the suture material with surgical instruments such as needle holder and forceps.¿ without receiving the actual device for review, magnified photos of the actual device, sterile devices from the same finished good lot for review/testing or receiving detailed information regarding shipping, handling and storage conditions of the material, exposure time prior to use, pre-operative preparation of the device, tools utilized to grasp the devices, procedure performed or the surgeon's training/technique, a definitive root cause cannot be determined at this time.

Manufacturer narrative:
The actual device was returned for evaluation. (RMA # 42741). The device appeared used (ex. Tool marks, engaged barbs). The needle was loose from the suture and had obvious tool marks along the curve and near the swaged end. A suture remnant remained within the needle hole. The end of the suture within the needle hole was smooth, slightly flared indicating the suture was cut with a sharp instrument. The end point at the proximal end of the suture strand appeared to mirror the suture remnant within the needle hole, smooth, slightly flared, cut. The barbs along the strand were engaged; there were teeth marks / tool marks present located at a few points along the suture indicating the device is being grasped with the surgical instruments. The end point of failure at the distal end of the strand appeared smooth, flared, cut. A potential root cause for a needle detaching when slightly tugged during the procedure could be that the suture was not fully inserted within the needle hole during the manufacturing process. It¿s also possible the devices are being grasped on or near the swaged end of the needle, damaging the suture, allowing the suture to break free from the needle. The ¿precautions¿ section in the IFU for the device states: ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.¿ without receiving detailed information regarding the other instruments used to grasp the device, or the surgeon¿s technique, a definitive root cause cannot be determined at this time.